Manufacturer narrative:
Analysis of the catheter, model# 8781, serial# (B)(4), found the catheter anchor wing to be broken (jagged appearance).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# n633901006, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter h6: conclusion code 22 does not apply. Conclusion code 19 applies to broken anchor analysis finding. Conclusion code 67 applies to dislodgement, coiled, cut/damaged catheter allegations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported the patient¿s underlying disease was spinocerebellar degeneration (hereditary spastic paraplegia); the date of onset/injury/diagnosis was unknown. No further history was reported. The patient was in the hospital until (B)(6) 2017 due to the implant surgery, and no device issue, patient/therapy issue, procedure issue occurred during the hospitalization. The patient was discharged from the hospital on (B)(6) 2017. The patient had a headache, and clonus was observed on (B)(6) 2017. The patient visited the hospital on (B)(6) 2017, and catheter dislodgement was suspected. The patient was admitted to the facility on (B)(6) 2017, and a fracture of the tube was confirmed by a CT scan. The reinsertion procedure was performed on (B)(6) 2017, and the event recovered that same day. There was not overdose/withdrawal symptoms/resistance. The physician's assessment stated ¿hardness of the catheter was considered as one of the causes¿.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon baclofen (unknown concentration, 220mcg/day) in an implantable pump for familial spastic paralysis. The patient experienced clonus on (B)(6) 2017. There was a possibility of catheter dislodgement. MRI results confirmed catheter dislodgement. An operation was scheduled for (B)(6) 2017. The causality was attributed to the catheter. The severity was reported as 3, hospitalization or prolongation of hospitalization period for treatment of the adverse event. Prior to the operation, the catheter tip was confirmed to be placed at l1 by x-ray. During the operation, the catheter was found in a coiled state around the anchor. The catheter was observed to be cut/ruptured between the anchor and connector. It was clear the catheter damage was the decisive reason of decreased therapy effects. The hcp wanted analysis to confirm the reason for the catheter being cut between the anchor and connector. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.